Event description:
Consumer used a kotex security tampon and became ill. She reported a stomach ache, vomiting, diarrhea, swollen eyes and rash on face. Hospital physician prescribed IV benedryl and an anti-inflammatory.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return unused product at the time this MDR was filed. Information from this incident will be included in our product complaint and MDR trend analysis.